Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a malfunction of "verify" was not confirmed during product evaluation. However, the quality engineer later assigned the broken door to be the determined problem. This condition was confirmed and caused by the door being broken in the hinge area. The pump head door and required parts were replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded per doc 20j retention period.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with the reported condition, "verify." It is unknown when this event occurred. The quality engineer later assigned the broken door to be the determined problem. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.